Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). The suspect device has been returned to carefusion's factory service department and further evaluation is currently pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported that while using the avea ventilator, the set volume was 0.60 liters, but the inspired tidal volume was reading 0.36 liters and the expired tidal volume is reading 1.21 liters. The customer stated there was no patient associated with this event.

Manufacturer narrative:
The vyaire service department received the suspected device/component and performed a failure investigation. The reported leak was not duplicated in the laboratory setting. The unit has passed all test, calibrations and is working to manufacture specifications.